Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the tip of the device broke in the glenoid. Removal attempts were unsuccessful due to the fragment¿s location, and the fragment was retained. The patient has a retained foreign body. Attempts have been made and no further information has been provided.